Manufacturer narrative:
Concomitant products: product ID: 37751, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a recharger issue with high impedances. The recharger has already been replaced with a new one to the patient. No patient symptoms reported. No further complications were reported or anticipated.